Event description:
Related manufacturer number: 3006705815-2022-01500. It was reported the patients leads had coiled out of the epidural space and wrapped around the ipg. Diagnostics confirmed the issue. In turn, surgical intervention may occur later.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicate surgical intervention took place wherein two leads and two anchors was explanted and replaced to address the issue.